Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Due to the presence of the critical pump error (open book image) alarm, the unit was unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and electronic assemblies, separated to the electronic stack. The unit was successfully downloaded using thump, and the adapt tool was utilized to review the history files and traces. Review of the history records confirmed that a pump error 35 fatal alarm was recorded on 06/21/2025 at 16:28:29.000, with file ID 121 and line ID 549, which triggered the critical pump error (open book image) alarm. Additionally, a pump error 53 fatal alarm was also confirmed in the history files. During visual inspection, the following cosmetic and physical damages were noted: pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, and cracked battery tube threads. In conclusion, the critical pump error (open book image) alarm was confirmed. Pump error 35 was confirmed in the history records and occurred on 06/21/2025 at 16:28:29.000 (file ID 121, line ID 549). Pump error 53 was also confirmed. Both fatal alarms were caused by moisture damage at the force sensor trace and electronic assemblies, separated to the electronic stack. Damage to the battery compartment was also confirmed, including cracked battery tube threads and a cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt- 1885. Troubleshooting was performed and explained the pump performs safety checks and error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions . Mmt- 1885 was requested for return.